Manufacturer narrative:
(B)(4). The device was not returned to baxter, therefore no evaluation can be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported condition of iipv was confirmed based on reported drain volumes. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The cause was undetermined.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain alarm at the end of therapy on the homechoice machine(hc). The technical service representative (tsr) assisted the home patient(hp) to review the therapy. The hc had a total ultrafiltration of 1505ml. The hc was set for continuous cycle peritoneal dialysis with a total volume of 5000ml, fill volume of 1000ml and last fill volume of 0ml. The hp stated it was their first night on the hc. The hp stated they sat up for drain 4 and the hc is sitting 7 inches higher than the bed. The hp agreed to lower the height of the hc. The tsr advised the hp to follow up with their nurse. There was patient involvement; however, there was no injury or medical intervention reported.